Event description:
Pt was revised because of loosening between implant/cement, unknown manufacture of cement.

Manufacturer narrative:
This complaint is still under investigattion. Depuy will notify the FDA of the results of this investigation once it has been completed.